Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: mirena from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2012 and hysterectomy partial, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and migraine had resolved and the dyspareunia, vaginal discharge, urinary tract infection, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date: previously reported insertion date was (B)(6) 2012. On the right side six coils were visualized and on the left three coils were visualized corning into the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Previously administered products included for an unreported indication: mirena from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2012 and hysterectomy partial, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and migraine had resolved and the dyspareunia, vaginal discharge, urinary tract infection, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date: previously reported insertion date was (B)(6) 2012. On the right side six coils were visualized and on the left three coils were visualized corning into the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Lot number added. The event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain and plaintiff did not undergo essure confirmation test. Outcome of the events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea and migraine were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.